Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the pump will not hold. Dealer had it serviced and it was determined that the seal is bad on the cylinder and it cannot be repaired.